Event description:
Caller alleged false negative hcg results for one (1) patient. Results as follows: distributor reported false negative hcg urine results. A blood quantitative test was performed the same day. Quantitative result= 243 miu/ml. Limited information was provided and alere technical services was unable to obtain additional information from the end user. No report of death or serious injury.

Manufacturer narrative:
Further investigation cannot be pursued because no lot number was provided. This issue will be tracked and trended. Corrective action is not required at this time.